Event description:
It was reported that the patient was in the intensive care unit on a ventilator. No other clinical information was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.